Manufacturer narrative:
This report is submitted on december 23, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device, and subsequently the device was explanted on (B)(6) 2021. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Correction: this MDR was a duplicate. The correct serial number of the device has been updated. Any further information will be provided with report number 6000034-2021-03167. This report is submitted on january 06, 2022.